Event description:
Customer reports the following: "pump was infusing propofol and alarmed pump problem. They were unable to unlock the pump to check the infusion or troubleshoot it at bedside and unable to clear the alarm from sounding. Once the tubing was removed the pump still showed infusing but no tubing was loaded and the indicator lights were both red. Staff was able to switch to a new pump, no patient harm." Preliminary review indicates that the positive valve isolation test failed; it was a temporary leak and was fixed by itself. However, this stopped an active infusion. Reporting due to the referenced technical issue; no adverse effects or serious injuries to the patient were reported. More information is needed to complete the investigation.